Manufacturer narrative:
Additional information: b5, g4, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a 33 centimeter was placed (intra-jugular) on a patient with renal failure. This is the first case/event wherein several replacements over the wire in interventional radiology were required (from the same brand and lot number) and on the fourth replacement, a catheter from another brand was used for the exchange. It was mentioned that these several catheters did not function and they could not get the catheters to work (did not allow sufficient blood flow) as expected during treatment which required the frequent exchanges to occur. The dialysis machine also had high alarms indicating resistance to blood flows with all three of the catheters. The catheter was not repaired and there was no leak. There was no luer adapter issue and chlorhexidine was used as a cleaning agent on the device. Tego was not utilized and the insertion site was treatment prior to product placement following hospital protocol. Nothing unusual was observed on the device prior to use. Flushing was done and nothing was unusual with the result. There were no other defects/damages found on the product. There was no blood loss and blood transfusion was not required. The event did not lead to or extend patient hospitalization. There was no reported patient injury.

Event description:
According to the reporter, a 33 centimeter catheter was placed (intra-jugular) on a patient with renal failure. This is the first ca se/event of several replacements over the wire in interventional radiology were required (from the same brand and lot number) and on the fourth replacement, a catheter from another brand was used for the exchange. These several catheters did not function and they could not get the catheters to work (did not allow sufficient blood flow) as expected during treatment which required the frequent exchanges to occur. The dialysis machine also had high alarms indicating resistance to blood flows with all three of the catheters. The catheter was not repaired and there was no leak. There was no luer adapter issue and chlorhexidine was used as a cleaning agent on the device. Tego was not utilized and the insertion site was treated prior to product placement following hospital protocol. Nothing unusual was observed on the device prior to use. Flushing was done and nothing was unusual with the result. There were no other defects/damages found on the product. There was no blood loss and blood transfusion ere not required. The event did not lead to or extend patient hospitalization. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a 33 centimeter was placed (intra-jugular) on a patient with renal failure. Several replacements over the wire in interventional radiology were required (from the same brand and lot number) and on the fourth replacement, a catheter from another brand was used for the exchange. It was mentioned that these several catheters did not function and they could not get the catheters to work (did not allow sufficient blood flow) as expected during treatment which required the frequent exchanges to occur. The dialysis machine also had high alarms indicating resistance to blood flows with all three of the catheters. There catheter was not repaired and there was no leak. There was no luer adapter issue and chlorhexidine was used as a cleaning agent on the device. Tego was not utilized and the insertion site was treatment prior to product placement following hospital protocol. Nothing unusual was observed on the device prior to use. Flushing was done and nothing was unusual with the result. There were no other defects/damages found on the product. There was no blood loss and blood transfusion was not required. The event did not lead to or extend patient hospitalization. There was no reported patient injury.